Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006.

Manufacturer narrative:
Date sent to FDA: 04/12/2016. Additional information: pt info, event info. (B)(4). It was reported that following insertion the patient experienced urinary frequency and voiding dysfunction.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh/bso due to sui and prolapse. The patient experienced pain, recurrence, bleeding, dyspareunia, and urinary/bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2006 and mesh and polyform were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.